Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: 180103-002083.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A root cause could not be determined. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.

Manufacturer narrative:
Com-(B)(4)

Event description:
Dexcom was made aware on (B)(6)2018 that on (B)(6)2018, a loss of connection between the transmitter and smart device occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. A review of the downloaded data log confirmed the reported event of loss of connection. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems. A probable cause could not be determined. No additional event or patient information is available.